Event description:
Patient was revised on left hip due to dissociation. The patient fell and the head came out of the plastic ball.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding disassociation involving a ceramic head was reported. The event was confirmed. Method and results: device evaluation and results: metal scratching was noted on the ceramic head, likely due to contact with the rim of the shell. A dimensional inspection was performed. There was no evidence of a dimensional issue. Medical records received and evaluation: a medical review was performed and concluded: "there is no evidence for any device-related malfunction in the current information, further supported by the normal appearance of the explants on the photographs, neither would a device-related issue be plausible given the patient fall as initiating event. Root cause of this pi case is a patient-related factor and as such is not device-related. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and a traumatic fall was the determined to be root cause of the failure. The medical review concluded that the event was not a device related issue.

Event description:
Patient was revised on left hip due to dissociation. The patient fell and the head came out of the plastic ball.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.